Event description:
It was reported that a user experienced hyperglycemia while using the ilet system after changing the secondary target zone, with a highest recorded blood glucose of 302 mg/dl and elevated levels persisting for approximately two hours; the device reportedly generated a high glucose alert, and the user sought additional training and planned to consult their healthcare professional for settings guidance. Symptoms included feeling okay. Outcomes included no outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction identified and an unclear cause for the hyperglycemia, with user-adjusted settings noted. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.